Event description:
It was reported that the physician alleged the right atrial (ra) lead was broken due to the presence of noise on the ra channel. Analysis by boston scientific technical support indicated that the noise was most likely a product of myopotentials and/or background interference. It was recommended that at the next follow up, lead integrity should be tested by performing provocative maneuvers. No patient consequences were reported and additional information has been requested, but not yet received.